Event description:
Three blood glucose within a few minutes of each other. Her results were 146, 87, and 281 mg/dl. The difference between 87 and 281 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. It was also discovered the customer was storing her testing strips in a plastic bag. Customer service advised correct storage. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.